Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sunblade 1500 central processing unit (cpu). This customer experienced an 18 min loss of centralized monitoring when one of the two cpus that are part of a high availability pair (ha pair) crashed and the ensuing fail over of centralized monitoring caused the backup cpu to reboot as well. With both cpus down, centralized monitoring was lost for all pts served by this ha pair, which was approx 39 pts in this case. Despite the loss of centralized monitoring for these pts, bedside monitoring continued normally via the individual pt monitors on each pt. There were no pts harmed in any way by the event. By event here and in the codes form 3500 we mean the loss of centralized monitoring. The customer contacted welch allyn technical support who confirmed the reported system reboots. Tech support assisted the customer in restoring normal operation. Tech support downloaded the system logs, which enabled us to confirm the reported loss of centralized monitoring and investigate the cause. The cause of the system reboots is that the system pair became unstable due to high pt census and monitoring activity causing exceedingly high demand on cpu resources. This caused a slower than normal response time, which eventually led to a loss of communication with the terminal servers. The terminal server process on the cpu, which controls communication with the servers that enable communication to the bedside monitors, will "ping" the cpu on a regular basis to ensure that it is working normally and responding. If the cpu fails to respond within a certain time limit, as occurred in this case, the terminal server process will send a locator shutdown message which results in a cpu reboot. A cpu reboot usually occurs within 2-3 mins. The reboots took longer in this case because of the high traffic that remained on the network from the high pt census.

Event description:
The customer stated that they lost centralized monitoring for 39 pts for approx 18 mins when system a rebooted at approx 20:30. The backup system, system ha, rebooted at approx 20:48. Despite the temporary loss of centralized monitoring, bedside monitors continued to monitor pt vital signs and would have provided alarm function when needed.